Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon reported the umbilical port trocar (511o) was leaking air. He also reported the er320 clip applier "did not feel right" when he tried to apply the clip. Another er320 was pulled with the same results. He pulled a third applier that worked fine. Another 511o trocar was pulled to complete the case. The er320 clip appliers were inadvertently thrown away prior to rep notification. There was no consequence to the pt.